Manufacturer narrative:
(B)(4). The incident unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the generator was in use during a lletz conisation procedure using a non-covidien lletz electrode. The electrode created a spark that landed on the sterile cover. The surgical staff paused when the spark flew, and then continued the procedure, not immediately realizing that the adhesive of the sterile cover was still glowing. As a result, the pt received a 3rd degree burn in the area of the vulva. The site stated that ethanol and another flammable liquid had been used to prep the pt in the area where the burn occurred. After the procedure, the pt was transferred to the plastic surgery department of the (B)(6) for further treatment of the burn.